Event description:
A cracked and shattered touchscreen was reported, rendering the pump unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and instructed the customer to use multiple daily injections as a backup therapy. The pump was confirmed to be under warranty, and the customer was guided on putting the pump into storage mode for its return. A pre-paid shipping label was provided for the return of the malfunctioning device.